Manufacturer narrative:
During inspection of the ventilator it was noticed that nozzle unit of air gas module was broken. According to information received from field service engineer, the ventilator failed internal leakage test during pre-use check. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. Moreover, it was noticed that nozzle unit was physically damaged. It has been confirmed by provided photo. According to received information, replacement of the nozzle unit on air gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle unit. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.

Event description:
During inspection of the ventilator it was noticed that nozzle unit of air gas module was broken. Moreover, the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).